Manufacturer narrative:
The device was returned to olympus for inspection, and the customer's reported issue image defect was confirmed. The following findings were also noted during device evaluation: forceps channel port has a dent, air/water-cylinder has no color, suction-cylinder has no color, scope connector cover unit has corrosion due to water leakage, label on scope-connector is damaged, due to a scratch on bending section cover, water tightness is lost, due to adhesive peeling on bending section cover, insulation resistance value at distal end does not meet the standard value, plastic distal end cover has a crack, adhesive around objective lens has corrosion, light guide lens has a crack, adhesive on bending section cover has wear, connecting tube has a wrinkle, and universal cord has a wrinkle., based on the results of the investigation, it is likely that the following led to the malfunction: the foreign material may not have been removed because reprocessing could not be conducted properly by leakage due to scratched bending section cover. Due to a scratch on bending section cover, water tightness is lost. A device history review revealed no issues that could have caused or contributed to the reported issue. This issue is addressed in the instructions for use (IFU): IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection IFU states the preventative measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus that the evis exera iii gastrointestinal videoscope distal end was defective. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found, ¿a whitish foreign material was found inside the air/water tube and air/water cylinder¿ there were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.